Event description:
The hcp reported the pt had been experiencing nausea, vomiting. Occasional diarrhea, and anxiety. The pt was treated with oral ms contin. "Since the pump is five years old, scheduled to replace the pump." The pt is reported to have recovered without sequelae.